Event description:
The patient contacted animas on (B)(6) 2012 reporting an issue with the pump load step. No further information was available; animas has attempted to follow up with the patient but have been unsuccessful at this time. This report is made based on the allegation of a pump load step malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 12/20/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows no evidence of a load step malfunction or of any unusual loss of primes. The pump powers on normally. An ezprime operation was successfully performed and the pump was able to prime normally. There was no damage found to the force sensor circuit or to the power circuit. A loss of prime was simulated during investigation and the pump emitted the appropriate audio-visual alert. There was no defect found on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.